Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), a patient's dental implant failed to osseointegrate. The implant was removed two years after initial placement. Inflammation was also reported.